Manufacturer narrative:
A thorough investigation to determine the reported failure was performed. The philip¿s service engineer was only able to reproduce the reported issue when the control panel was removed, which is not part of normal use. The engineer replaced the solenoid to address the customer's immediate concerns. The investigation found the failure was caused by the solenoid.

Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.